Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smart touch bidirectional catheter, model # d-1327-05-s, lot # 17585049m. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with a smartablate generator where the generator did not stop after reaching the impedance cutoff value. The generator was being used in power control mode with a temperature cutoff of 42°c. During the procedure, impedance values of 400 ohms were noted. The indifferent electrode was replaced, which brought the impedance values down to 200 ohms. However, when radiofrequency (rf) energy was applied, noise appeared on all the electrodes, and the impedance spiked back up past the cutoff value. Ablation did not stop automatically, but the user was able to stop it with the stop button. External electrocardiograms were available to monitor the patient¿s heart rhythm during the episode of noise. Changing the cable did not resolve the issues, so the catheter was changed, and the procedure continued without any report of patient consequence. If the generator allows ablation when the impedance cutoff values have been surpassed, there is a risk for patient injury from excessive rf delivery. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrioventricular reentrant tachycardia/wolff-parkinson-white syndrome with a smartablate generator where the generator did not stop after reaching the impedance cutoff value. Repair follow-up was performed with the customer, but service was declined. The device was not shipped for service, and as a result, the customer complaint cannot be confirmed. A device history record (DHR) review was performed, and the DHR review verified that the device was manufactured in accordance with documented specification and procedures.